Event description:
It was reported by the customer that accucath did not safety even after retracting needle from patient. Withdrew needle from catheter after inserting catheter into patient vein. No patient harm occurred. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of needle retraction failure was confirmed, but the root cause remains unknown. The product returned for evaluation was one 20g accucath ace device. A gross visual inspection of the returned sample found that the safety mechanism had been activated and the needle was partially retracted into the housing. The guidewire was not visible at the needle tip or through the needle notch. However, inside the housing, the guidewire could be seen to be kinked and twisted. Blood residues were observed throughout the unit indicating that the unit had been used. The guidewire was found to be stuck within the needle. The unit was dissected and the guidewire was forcefully removed from the needle through the proximal end of the needle. Once removed, the coils at the tip of the guidewire were found to be damaged. It is likely that the deformation of the guidewire coils caused interference with the needle, preventing the guidewire from sliding through the needle shaft and consequently preventing the needle from retracting. However, it was not possible to determine what caused the damage to the guidewire coils based on the available evidence. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that accucath did not safety even after retracting needle from patient. Withdrew needle from catheter after inserting catheter into patient vein. No patient harm occurred. No other information was provided.